Event description:
It was reported that, in the morning, after the system was turned on, the image intensifier moved from top position downwards into the mechanical limit without command. No pt was on the table at that time.